Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone that the buttons pressed had delayed or fail response. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with unresponsive keypad. Failure isolated to keypad assembly. Unable to do the displacement test and the self test.